Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, check belt alerts) has been confirmed. Upon investigation the monitor failed incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the pulse wire within the connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing check belt messages and that the monitor case was damaged.